Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar tip broke during attempt to implant the second stent from a trabecular microbypass stent system. Per report, the second stent was not implanted and was removed intraoperatively via injection and aspiration from the operative eye, however the trocar fragment was unable to be located. The report noted that it is unknown whether the trocar fragment was removed during injection and aspiration, or whether it remains in the eye, and that the patient will be carefully monitored postoperatively. Additional information has been requested.

Manufacturer narrative:
Additional information: a1, a2, a3, b5, b6, g2, g3, h3. A6: race noted as japanese. The injector was returned nested in the thermoform packaging tray. The device evaluation was completed, and the injector¿s trocar was found broken. This finding likely occurred during the surgical procedure. No other non-conformances related to the reported even were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes that a bias trocar during deployment of the first stent in the left eye (os) contributed to the trocar fragmentation during attempt to implant the second stent. Reportedly, the trocar fragment was unable to be visualized postoperatively, and there was no adverse patient impact or further intervention required. The patient status was described as "no particular problem" with the event noted as "resolved".